Manufacturer narrative:
Manufacturer report 2938836-2018-02036 should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, episodes of non-sustained rv oversensing due to post-sensed t-wave oversensing were noted on the device. Since there have been no episodes since (B)(6), the physician elected to monitor the device. The patient was stable.